Event description:
It was reported by the customer that they are returning their unit to elsg for service. The unit is defective, error message of the device: l4004. No further info is available. There was not reported pt consequence. Elsg order number is 05.5265.